Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up on (B)(6). Upon interrogation, the implantable cardioverter defibrillator exhibited an episode of intermittent undersensing had occurred on (B)(6) 2017. No intervention was performed. The patient was in stable condition before, during and post device interrogation. The patient would continue to be monitored.